Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon inspection, it was discovered that the cause of the connect belt alarms was due to a broken green wire in the distribution node. The root cause of the broken wire cannot be positively determined, but was likely due to excessive strain on the cable. Once the wire was reattached, the belt was fully functional. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) old male pt contacted lifecor customer support to report numerous connect electrode belt messages. The pt was provided with a replacement electrode belt.